Event description:
It was reported that at the user facility the device was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was serviced for preventive maintenance at the user facility by a manufacturer field service technician and returned to service.